Manufacturer narrative:
System analysis/service repair on (B)(6) 2015: the report of fiber connection error was confirmed. The root cause was determined to be a small piece of tissue. The system was tested and verified to specification.

Event description:
It was reported that a fiber connection error message was observed. Patient had been administered anesthesia prior to procedure although procedure had not yet begun. The physician attempted the use of three different fibers but the error message continued to occur. The customer was unable to clear the error that occurred. The physician reverted to an alternative surgical procedure to complete the case (mono-polar resection). There was no injury to patient reported.